Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2011 and suture was used. When anastomosis was completed, the surgeon positioned the drainage and sutured the under skin. When the surgeon started to suture the skin, he noted conspicuous bleeding into the drainage. The surgeon re-opened the patient to identify where the bleeding was coming from. The surgeon identified that the suture broke and the bleeding was coming from the anastomosis. The surgeon used a new suture from a different lot to complete the anastomosis again. The procedure was carried out without further problems.

Manufacturer narrative:
It was reported that the patient underwent a thromboendarterectomy on (B)(6) 2011. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for suture knot tensile strength and they met requirements.